Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had a button error alarm on insulin pump. The blood glucose level was 170 mg/dl. The customer stated that the button error alarm occurred during bolus settings and reported that she reseted the insulin pump and the insulin pump does not work. No further information was reported.